Event description:
It was reported that a clearlink solution set had a cut during use. The customer was using the tubing with a flogard infusion pump. When the tubing was removed from the pump, it was noticed that there was a cut next to the slide clamp. There was patient involvement, however, no report of adverse event was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received two unused samples for evaluation. The reported condition was not confirmed. Visual examination of the devices showed no evidence of physical defect. Functional testing was performed and no issues were detected. No cause was identified, as no evidence of product malfunction was observed. No other observations were noted on the unit.